Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "some disinfectants used at the access device insertion site contain solvents, which can attack the catheter material. Assure insertion site is dry before dressing". Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
Medwatch form received reports: "rij central venous catheter (cvc) (triple lumen) placed us guided and then removed 5 days later. Patient had right ij cvc central line. Oozy and needing several dressing changes. Neck site painful, irritated, macerated. Patient received multiple doses of pain meds, site redressed, and ice applied. Site pink/ moist irritated no evidence of underlying tissue injury. Line not saved."

Event description:
Medwatch form received reports: "rij central venous catheter (cvc) (triple lumen) placed us guided and then removed 5 days later. Patient had right ij cvc central line. Oozy and needing several dressing changes. Neck site painful, irritated, macerated. Patient received multiple doses of pain meds, site redressed, and ice applied. Site pink/ moist irritated no evidence of underlying tissue injury. Line not saved."

Manufacturer narrative:
(B)(4).